Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the implantation, when the physician placed the subject device in the pocket after lead connection, ventricular pacing inhibition occurred during few seconds. No egm was stored in the device memory. Preliminary analysis did not reveal any irregularities with the subject device.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implantation, when the physician placed the subject device in the pocket after lead connection, ventricular pacing inhibition occurred during few seconds. No egm was stored in the device memory. Preliminary analysis did not reveal any irregularities with the subject device.